Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor delivers a monophasic pulse.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers monophasic pulse) was confirmed. As received, the monitor failed testing and delivered a monophasic pulse causing a code 105. Upon investigation, the q12 and q16 transistors were shorted on the monitor defibrillator board. The cause of the test failure is the shorted components. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.